Event description:
During baxters evaluation a device alarmed for a downstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated this device. The device evaluation found that the device was unable to be silenced resulting in a constant downstream occlusion alarm. The direct cause was found to be a delayed keypad due to a failed processor printed circuit board. The processor printed circuit board was replaced.